Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant disengaged from the driver and fell to the floor. Procedure was completed. Tooth location 22. Driver is ok.